Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. One tooth on the outer blade was deformed and had shed fragments which caught between the blades as they rotated. The shavings from the tooth also scored the inside of the outer blade causing more metal to shed off. Bio debris was present. A functional evaluation was performed on the returned device and found the blades do not turn smoothly due to the metal shavings and bio debris caught in the teeth and between the blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (insufficient irrigation or lack of irrigation, excessive force or an impact event to the device inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during for an arthroscopy, the inner components on the incisor plus elite blade were tightly inserted and they were almost impossible to remove. The blade couldn't be inserted, as it didn't rotate clockwise or counterclockwise, nor did it rotate in oscillation mode. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.